Manufacturer narrative:
(B)(4). This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon inc, or its employees that the report constitutes an admission that the product, ethicon inc, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. H3 analysis summary: the product was returned to ethicon for evaluation. Visual inspection and functional testing were conducted on the returned device. The returned sample shows that it was received one detached needle and needle suture that pertains to the product code w8556. This product code is double-armed. Upon visual inspection of the detached needle, the attachment condition was as expected. The barrel hole of the needle was examined with magnification, and no suture remnant was noted. The needle suture was inspected, and the insertion mark could not be observed. In addition, the functional test was performed using instron equipment and the pull force was above the minimum requirements. As part of our quality process, the manufacturing records of this lot-serial number were reviewed, and the manufacturing standards were met prior to the release of this batch. No conclusion could be reached as to what caused the reported complaint. As part of the quality process, all devices are manufactured, inspected, and released to approved specifications. Additional complaint information monitoring for potential safety signals is conducted through complaint trending as part of post-market surveillance.

Manufacturer narrative:
Product complaint #: (B)(4). H6. Component code: g07002 - device not returned. Attempts have been made to retrieve the device. To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent. A manufacturing record evaluation was performed for the finished device batch, and no non-conformances were identified. Event related to mw # 2210968-2023-09204, mw # 2210968-2023-09205, mw # 2210968-2023-09206, mw # 2210968-2023-09209. This report is being submitted pursuant to the provisions of 21 cfr part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon, or its employees that the report constitutes an admission that the product, ethicon, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.

Event description:
It was reported that a patient underwent an unknown procedure on 11/2/2023, and suture was used. The problem of the suture pulling off the needle happened when sewing during the surgery. The needle did not fall into the patient. Five products have same issue. Changed to another one to complete the surgery. No adverse patient consequences were reported. Additional information was requested.